Event description:
The sinus guide catheter was introduced into the sinus under endoscopic visualization. A flexible sinus guidewire was introduced through the sinus guide catheter and advanced within the target sinus under fluoroscopic guidance. The position of the sinus balloon catheter was confirmed, and was gradually dilated, when the balloon broke off the end of the guide while in the sinus. The physician was able to remove the entire balloon and guide without any problems. The guide and balloon were given to the surgical service team leader to return to the company for an evaluation. There was no adverse outcome to the patient related to the rupture of the balloon.

Event description:
The sinus guide catheter was introduced into the sinus under endoscopic visualization. A flexible sinus guidewire was introduced through the sinus guide catheter and advanced within the target sinus under fluoroscopic guidance. The position of the sinus balloon catheter was confirmed, and was gradually dilated, when the balloon broke off the end of the guide while in the sinus. The physician was able to remove the entire balloon and guide without any problems. The guide and balloon were given to the surgical service team leader to return to the company for an evaluation. There was no adverse outcome to the patient related to the rupture of the balloon.